Manufacturer narrative:
The device was returned and the customer allegation was confirmed. The distortion in image was due to defective patient board. The flickering in image was due to defective receptacle. A corrosion was found on the flat cable and heavy dust was found inside the unit. There were minor scratches on the housing and back panel. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The exact event date is unknown since the reportable malfunction was identified during evaluation.

Event description:
The customer reported to olympus the video processor image displayed distortions and light flickering while doing routine check using 150/180 series scopes. The device was returned, and inspection revealed severe noise due to which the endoscopic image was not visible. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the distorted image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root causes for this issue was not established. However, it was thought that the problem was caused by a defective patient circuit board. This failure may have been related to changes in the operational amplifier circuitry. Olympus will continue to monitor field performance for this device.